Event description:
It was reported that during an unknown procedure the blade tip broke off. Did not fall into the patient. Another device like device was used to complete the case.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent the batch history records were reviewed with no anomalies noted during the manufacturing process

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of an error code 5 or instrument error screen is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. The device will stop activating, and either emit a solid tone or display an instrument error code 5 when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.